Event description:
Customer reported the output of the vaporizer was higher than expected. There was no reported patient injury. Investigation/conclusion: the unit was forwarded to company's vaporizer service center in austell, ga. The unit was tested and the reported complaint was confirmed. The cause was determined to be loose mounting screws for the bi-metal strip. The assembly procedures were reviewed and found to be adequate. Assembly personnel have been trained to double torque all screws. This is the first MDR within the last 12 months wherein the cause was determined to be loose mounting screws for the bi-metal strip out of an installed base in excess of 90,000 units.